Event description:
Resident was found with buttocks resting on floor. Arms at sides. Neck between side rail and bed frame/mattress. Chin resting on bottom portion of siderail, which was in the raised position. Resident's back was against the bed.